Event description:
It was reported by the patient that due to a brain tumor they needed to get a magnetic resonance imaging (MRI) compatible system and during the implant procedure the patient's lung was punctured. The patient indicated dissatisfaction that a non-MRI compatible system was initially implanted. The patient also reported the punctured lung had collapsed and a chest tube had to be placed, which resulted in their brain surgery being postponed and during that time the tumor grew more. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.